Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 2/4 due to a supply bag falling. The home patient ended therapy and started over with new supplies. The set-up was discarded and lot number was unknown. No patient injury or medical intervention was reported. No additional information available.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion with "normal stenosis" was located in the mildly calcified mid left anterior descending artery. The physician advanced the 2.25x16mm promus element stent to the lesion and noticed that a few distal struts were not in the correct position. The device was removed without any difficulty. The procedure was completed with another unspecified bsc stent. No complications were reported and patient status is fine. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).